Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received excessive radio frequency pic failed self test. Customer's last blood glucose reading was 389 mg/dl. Caller reported that since receiving this alarm, customer's blood glucose had been high and low. After troubleshooting, caller was advised that insulin pump would be replaced.